Event description:
It was reported to philips that the device's cable insulation was damaged. There was no reported patient involvement.

Manufacturer narrative:
The asp evaluated the device on site. It was determined that the cable insulation is damaged. The customer requested to return the device unrepaired. The device returned to the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was damaged cable insulation. The reported problem was confirmed, however it's not clear which cable was determined to be damaged and multiple requests communicated to asp were not answered. The customer requested the device to be returned unrepaired. It has been concluded that no further action is required at this time.